Manufacturer narrative:
It was reported that, "the technologist has developed visible rashes on both hands and believes the irritation may be related to the gloves currently in use within our department". The facility stated, "she had to apply cortisone cream then made a visit to the ER where she received steroids to soothe the areas". The facility noted the individual is "better because we have been provided the sensitive gloves". The facility reported, "due to the visible nature of the rash and ongoing discomfort, this raises concern for product sensitivity". No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to a serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, "the technologist has developed visible rashes on both hands and believes the irritation may be related to the gloves currently in use within our department".